Event description:
The IV contrast could not be administered through the proper tubing because the tubing that connects to the syringe was leaking. The injection was stopped and the tubing was readjusted but did not correct the issue. The contrast was initially leaking but as the pressure built it came out all over the technologist.